Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, urinary problems, recurrence, neuromuscular problems and other injuries. It was reported that patient underwent mesh revision/removal on (B)(6) 2014 due to device migration, and sui.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 due to pelvic organ pain and stress urinary incontinence, and a mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, neuromuscular problems and other (not indicated). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems and neuromuscular problems.